Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that when an asymptomatic patient presented in the emergency room with post-sensed t-wave oversensing issue on the device. Patient received inappropriate high voltage therapy. Programming changes were made. Post programming changes oversensing issue was observed again. New programming changes were made. During another follow up visit device was interrogated and found to be at eri. Device was explanted and a new device was implanted. Patient was stable post procedure.